Event description:
It was reported that the pt sneezed while ridging a motorcycle and the "sling broke." The "mesh split" and the pt was no longer continent. The pt underwent a revision surgery and the device was left implanted. The pt outcome was reported as "so far good." No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.